Event description:
Boston scientific crm received information that during the implant of this device, after inserting the chronic atrial lead, impedance measurements fluctuated between greater than 2000 ohms and 500 ohms. Atrial lead impedance measurements were approximately 500 ohms when measured through the pacing system analyzer (psa). The lead was disconnected and reconnected to the device and a tug test was performed successfully, however, fluctuating impedance measurements were still observed. It was noted that this patient was in atrial fibrillation. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed options for trouble-shooting. The field representation reported that a good connection was able to be obtained. At this time, no additional information is available. If additional information becomes available, this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. No noise was noted on the electrograms. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that during the implant of this device, after inserting the chronic atrial lead, impedance measurements fluctuated between greater than 2000 ohms and 500 ohms. Atrial lead impedance measurements were approximately 500 ohms when measured through the pacing system analyzer (psa). The lead was disconnected and reconnected to the device and a tug test was performed successfully, however, fluctuating impedance measurements were still observed. It was noted that this patient was in atrial fibrillation. No adverse patient effects were reported.